Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 4111. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. H10: narrative/data was updated. The reported device (unknown screw) and concomitant device (dental implant) were received for evaluation. The reported condition of a fractured screw was confirmed. Visual evaluation of the as returned products identified a fractured screw in the implant drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history review could not be performed for the unknown lb screw as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporters email address is not provided / unknown.

Event description:
Doctor reports that the screw broke off in the ifnt411 implant. The screw could not be removed from the implant so the implant was removed and is being reported as a concomitant. Tooth site #19.